Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer able to pump up; therefore, the patient underwent a surgical intervention. During surgery, fluid leak was identified. The source of the fluid leak was found in a tubing hole. The ipp cylinders and pump were removed, the old reservoir was left implanted and a new entire ipp was put in. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested. Visual testing of the cylinders revealed that there were fold indicating possible buckling in the middle body. Both cylinders had holes in the middle body, presenting leaks. For the pump, no anomalies were identified. Analysis confirmed the hole, and resultant fluid leak, observed clinically. This could have caused or contributed to the inability of the device to be pumped up.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer able to pump up; therefore, the patient underwent a surgical intervention. During surgery, fluid leak was identified. The source of the fluid leak was found in a tubing hole. The ipp cylinders and pump were removed, the old reservoir was left implanted and a new entire ipp was put in. No patient complications were reported.